Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information received indicates surgical intervention was undertaken wherein the ipg was explanted and replaced.

Manufacturer narrative:
Correction: manufacturing site in d3 and g1 should have been st. Jude medical - neuromodulation (puerto rico, llc) and MFR number 1 should have been 3006705815 correction: d4 device information was updated in this record.

Manufacturer narrative:
The report of ¿unable to communicate¿ with ipg was confirmed. Analysis of the returned ipg found as received, the device was inoperable. The root cause was due to unrelated procedure the patient reported having (B)(6) 2025) prior to the allegation. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.